Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not stay powered) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 current controlling transistor and the u1 processor were thermally damaged and there was contamination on the battery board. The cause of the inability to stay powered is the damaged components and contamination. The cause of the damaged components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not staying powered on.